Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-01710. During a permanent procedure both the left and right lead revealed invalid impedance on multiple contacts. Troubleshooting was attempted to no avail. As a result, the procedure was extended 62 minutes. Follow-up identified all impedances are normal postoperatively. Reprogramming of the system was successful. The issue is resolved.